Manufacturer narrative:
On april 21, 2025, novocure received supplementary information from the patient's prescribing physician. The physician confirmed that the patient was not hospitalized, did not exhibit any signs of wound dehiscence or wound infection, and had no identified risk factors for wound complications. The patient only required suturing of the wound. According to the prescribing physician, there was a causal relationship between the need for wound suturing and optune gio therapy. The patient reportedly continued optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional UDI: (B)(4). Additional device serial #: (B)(6).

Event description:
A 42-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, following the removal of the transducer arrays, the patient exhibited bleeding from a wound on the right side of the head. The patient's primary care physician subsequently referred them to a plastic surgeon for further evaluation and management. The surgeon performed suturing of the wound, and the patient was advised to discontinue optune gio therapy until (B)(6) 2025, when the sutures were scheduled to be removed. No additional information was received from the prescribing physician.